Manufacturer narrative:
Investigation conclusion: testing of retain material with low level sars samples yielded expected results. All samples tested yielded positive results confirming assay sensitivity. Remel media was not validated and is known to cause inhibition issues with solana. Review of customer data shows opposing results for same patient sample. Sars amplification curves appear normal and no unusual amplification curves observed. Retain testing of negative control and negative contrived utm samples also tested as expected. Customer's alleged false negative is relative to additional run by customer that generated positive results for same patient sample. This may indicate a low level patient sample near or at the limit of detection of the assay. Root cause: could not duplicate with retains. Source: phone.

Event description:
Reported false negative sars result for 1 patient. It is unknown if the patient was symptomatic. The customer communicated that the patient sample resulted positive upon repeat testing as well as positive on another solana instrument. It was reported that the customer was using remel m4rt media (off-label use).